Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a shock while the patient was exercising for arrhythmia but it did not convert. The patient went down while running and cardiopulmonary resuscitation was performed before the patient was transported and admitted to the hospital. The patient had an order from the physician not to exercise. After the shock, undersensing was observed. Technical services (ts) was contacted, and ts reviewed the patient had a heartrate was 150 beats-per-minute until the patient went into ventricular fibrillation (vf). It was noted the noise counter was unusually high, and there was a lot of variability in signal amplitude, with both noise and variable signal amplitudes made worse after the shock, leading to the undersensing. Ts recommended x-ray imaging to check system placement, and x-rays showed the electrode to be quite superior. The s-ICD system remains in service. No adverse patient effects were reported.